Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, prime/ test, excessive no delivery test and occlusion test. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced unexpected high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer stated that they feel that their insulin pump is causing the rise in their blood glucose. The customer declined troubleshooting and has not provided information about any malfunction with the device. The customer insists that their insulin pump is the issue and wants the device replaced. The customer sent their insulin pump back for analysis. A replacement insulin pump was sent to the customer.